Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not charge his ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR. Evaluation codes. Additional information was received that the patient and the physician believed that the charging issue was caused by a non-device related car accident.

Event description:
A report was received that the patient could not charge his ipg. The patient underwent an ipg replacement procedure.